Manufacturer narrative:
Eval: results: the product was returned complete. There is no alleged device failure to meet specification. The event cannot be confirmed through product analysis testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05119. The pt received her scs system for an off-label indication on (B)(6) 2011 with two percutaneous leads (from different lots). It was reported that the pt was having incision pain on the right side of her head. The physician removed and replaced the percutaneous leads on the left side of her head. The system performs as intended.